Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they experienced sensor intensity errors on the shunt sensor arterial pco2 side. This occurred 18 times, however, no event dates and times were provided for the other 17 events. There was no harm to the pts. The surgeries were completed successfully.